Manufacturer narrative:
(B)(4) giabbani, n., innocenti, m., sangaletti, r., matassi, f., benazzo, f., civinini, r., mugnaini, m., zanna, l. (2025) coronal alignment in revision total knee arthroplasty: a comparison of cemented vs press-fit stems for restoring mechanical axis. Arthroplasty today 35 (101863), 1-8. B3 - event date - date of publication d10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni, unknown nexgen femoral stem catalog #: ni lot #: ni, unknown nexgen tibial stem catalog #: ni lot #: ni e1 - contact - journal article correspondence author. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two (2) patients received blood transfusions to treat post-operative anemia following knee arthroplasty. Attempts have been made and no further information has been provided.